Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (553 mg/dl). The cartridge was changed daily and correction boluses were delivered to address the bg level. The customer reported that a contaminated vial of insulin was the suspected cause of the high bg.